Manufacturer narrative:
Due to character limitation in e1 for event site name, event site name - (B)(6) medical center. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) shows maintenance required code #3 message. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, d8, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusion), h11. A getinge field service engineer (fse) verified that the code# 3 was present. After further inspection, found that the drive transducer was out of calibration. Performed balloon/ atmosphere/ & drive transducer calibrations. After performing calibrations, maintenance required code #3 was no longer present. All functional and safety checks performed to meet factory specifications.

Event description:
N/a.